Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Lead was recieved with the helix fully retracted and the distal conductor distorted within the connector. The distal conductor has been over-retracted in the connector, damaged at implant.

Event description:
It was reported that during the implant procedure, the physician had difficulty extending the helix. The lead was not implanted. No patient complications have been reported as a result of this event.